Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: device returned. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that the 5.5 exp verse fen scr 7.0x45 was broken from the threaded tip, the broken fragment was not returned for evaluation. Without an x-ray we cannot confirm that a fragment has remained inside the patient. No other issues were observed. A dimensional inspection for the 5.5 exp verse fen scr 7.0x45 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 5.5 exp verse fen scr 7.0x45 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 199723745s. Lot no: 345067. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on:25-may-2022. Manufacturing site: jabil le locle. Expiry date: 30-apr-2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial surgery (l1/2/3) performed on (B)(6) 2022 with verse fenestrated system. After the surgery, adjacent intervertebral disorders was confirmed. On (B)(6) 2024, the extension surgery to l4 was performed. Before the surgery, there were no fracture reports, no imaging findings, no patient reports, etc. Cement had been injected. In the surgery, the set screw and rod were removed. When the l3 screws in question was pulled out with a core screwdriver to check for loosening of the screw as per the procedure manual, breakage was confirmed around 5 mm from the tip of the screw inserted in l3. The tip was broken by air toming from the extraction site, and a new screw was reinserted and fixed. The broken fragments remain in the vertebral body. The surgery was completed successfully with 30 minutes surgical delay. This (B)(4) is related to (B)(4) which reports an adjacent intervertebral disorders confirmed after the initial surgery. This (B)(4) reports the screw breakage and difficulty of removing the screw occurred in the second surgery. This report is for one (1) 5.5 exp verse fen scr 7.0x45. This is report 1 of 2 for complaint (B)(4).